Manufacturer narrative:
Device passed displacement, and self tests; it failed sleep current measurement, and active current measurement tests. After further review there were no signs of previous moisture damage or corrosion on the electronic assembly. After swapping the boards out into another case, and then swapping a known good electrical board onto electrical board, the sleep current measurement remained high. The high sleep current measurement appears to be due to a problem with electrical board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family friend reported via phone call that their insulin pump received replace battery alarm. The customer¿s blood glucose level was 233 mg/dl. The customer did receive a low battery alert prior to the replace battery alert. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was also advised to revert to healthcare professional plan until replacement arrives. The insulin pump will be returned for analysis.